Event description:
Customer reported that a pt had a study performed and because the images were not yet available in isite pacs, the referring physicians used third party pacs (running in parallel to isite pacs) to review the images, after which they sent the pt home. Once the study was available in isite pacs, radiologists identified alleged critical finding and had to call the pt back to the hospital after previously being sent them home.

Manufacturer narrative:
Isite pacs is a software product. We are able to evaluate the product at the customer site by remote access, as well as evaluate the same product version in-house. Customer reported that a pt had to be brought back to the hospital, but has not provided any additional pt info or details as to alleged critical finding or pt impact due to finding. Pt outcome should not differ due to display of images in different pacs devices. Unknown why hospital would discharge without confirmation from radiology.